Manufacturer narrative:
Films review summary: from the films provided the cause of death could not be determined. Pre-implant films confirmed the transected thoracic aorta located in the arch ~3cm caudal to the lsa. The thoracic flow lumen diameter just past the lsa and near the transection was ~19mm, and distal to the transection along the descending thoracic ranged from 17 ¿ 15mm. No appreciable calcification, thrombus, or tortuosity was observed. CT¿s from 5 days post-implant revealed that a single valiant stent graft had been implanted from just caudal to the lsa, extending across the arch and into the descending thoracic. The thoracic transection appeared to have been excluded, the device was patent, and no stent graft issues were observed. The cause of death was not reported, and analysis of the returned films device did not reveal any stent graft characteristics that could explain the cause of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the emergent treatment of an endovascular transection caused by blunt trauma. However, it was reported that the patient died approximately 96 hours post implant of the stent graft. There was no evidence of stent graft failure on the follow up scan. No additional clinical sequelae were reported.